Manufacturer narrative:
The device was not returned for evaluation. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Patient returned for the 3-day follow-up visit after the procedure. As part of the requirement of the post-market follow-up study protocol, a duplex ultrasound was performed and a non-occlusive dvt in the sfj was observed. Physician described the event as an ehit 2 (less than 50% occlusion). Medication was prescribed, arixtra, for 7 days via subcutaneous injection. The ehit is resolved and no further treatment is required.